Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) procedure the navigation system monitor was flickering and went black. The surgeon opted to complete the procedure without the use of the navigation system. There was no known impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that the monitor was not flickering and did not go black. The medtronic representative reported the flickering patient and instrument trackers were flickering. A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the issue during testing and reported the system is functioning as intended. After speaking with the staff the medtronic representative reported the most likely cause of this issue was related to metal interference and emitter placement. The pocket guide instructions that accompany this device provide guidance on proper emitter placement and states: "caution: metallic objects in or near the navigation field can degrade navigational accuracy. If metallic distortion causes excessive error, navigation will be disabled. To restore navigation, remove metallic objects from the navigation field." The medtronic representative re-trained the or staff on metal interference and emitter placement. No further issues reported.